Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the harvester pin for the basket slipped causing a tear in the vein. As per the user facility, the locking mechanism with the green button was fully pushed in, but the pin seemed to be loose and not keeping it locked. Basically, the pin on the v-keeper did not close all the way, even though it was fully in position and allowed the vein to be damaged. No known consequence or health impact to patient. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 1, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). The returned sample was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. The sample was also tested in combination with the olympus tower and used to cut veins in a syndaver with no issues. The pin locked and unlocked as intended. As the event could not be replicated, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.